Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced higher postprandial blood glucose readings that persisted longer than usual, with one documented peak of 297 mg/dl and another current post-breakfast value of 319 mg/dl trending downward; review of device reports showed typical returns to range within one to two hours after meal announcements, with a prolonged elevation for three to four hours after a higher-carbohydrate lunch and one low reading of 63 mg/dl after a usual lunch that resolved quickly after treatment. Symptoms included hyperglycemia and one transient hypoglycemia without injury. Outcomes included no medical assistance, no emergency care, and no hospitalization. Investigation included review of uploaded device and glucose reports and user interview. Investigation of this case revealed that inconsistent meal announcement sizing and timing, combined with higher-than-usual carbohydrate intake, contributed to prolonged hyperglycemia, and that early treatment of anticipated lows was addressed through education to treat based on device alerts. It was concluded, based on previously established findings for similar reports, that user technique related to meal announcements and carbohydrate estimation was the most probable cause, and additional training was provided.